Event description:
It was reported that technical services placed the clamshell repair on (B)(6) 2020 with no issues. The exact cause of driveline crack was unknown. The patient did not report any symptoms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a significant crack in his driveline with exposed wires. Patient taped the area with rescue tape. A clamshell repair was recommended. The patient had no vad alarms and vad numbers were stable. The patient was quite active and worked full time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial damage to the distal end bend relief of the driveline was confirmed through examination of the submitted photos, as well as an onsite evaluation by an abbott representative. Examination of the submitted image confirmed a tear in the distal end bend relief of the driveline. The bionate layer of the driveline was exposed underneath; however, no damage to the bionate layer was observed. The image was inconclusive for any areas of potential wire compromise. The center reported that there were no ventricular assist device (vad) alarms at the time, and vad numbers were stable. It was reported that the exact cause of the driveline crack was unknown. The patient was working full-time and was very active. On (B)(6) 2020 abbott technical services performed a clamshell repair. There were reportedly no issues with the repair. The patient later experienced a pump stop on (B)(6) 2020 and underwent a distal end driveline replacement (MFR # 2916596-2020-06576). The patient remains ongoing on heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6). Information regarding driveline care can be found in the hmii lvas instructions for use (IFU) and hmii lvas patient handbook. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.